Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is currently underway. Based on the available information, there is no indication of a product malfunction. Device evaluation of the electrode belt sn (B)(4) has been completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. There is no indication this damage occurred prior to the patient passing. This type of damage is consistent with forceful removal of the electrode belt. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016. It was reported the patient was at home, became unconscious and taken to a medical facility. The patient subsequently passed away. The lifevest delivered a treatment on (B)(6) 2016 at 22:32:27, the rhythm prior to the treatment was asystole with motion artifact. The post shock rhythm was asystole with motion artifact. The device was shut down on (B)(6) 2016 at 22:59:34. Over sensing of a low amplitude input signal as well as motion artifact contributed to the false detection. There is no indication that the treatment caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm before the treatment.